Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the reported event, it is likely the defect was caused by damage to the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope exhibited e315 scope error reported. The issue occurred at reprocessing. Patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.